Event description:
It was reported that the patient experienced a feeling of "device firing". Chronically decreased r wave and potential for undersensing was noted on the ventricular channel. It was also reported that the right atrial (ra) lead exhibited high thresholds. The ra and rv leads remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg; implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.